Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional product code: gxp. (B)(4). Device not reported as explanted. Manufacture by: supplier (B)(4), packaged by: (B)(4). Manufacturing date: july 02, 2009. Expiration date: march 31, 2011. One non-conformance report was issued for label damaged. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt who was treated with norian crs, on an unk date, has developed redness around the ear area. Surgeon performed an allergy test. Surgeon has requested the material composition of norian crs.